Manufacturer narrative:
B5: updated h3: analysis results were not available at the time of this report. A follow-up will be sent once analysis is complete h6: updated based on device return/analysis status medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received reported that the cause of the resistance and stent damage was unknown. The patient¿s baseline condition (tici, nihss etc.) Was unknown, however, the patient¿s post-thrombectomytici was 2b. The stroke onset to reperfusion time was 70 minutes. The concomitant catheter was a non-medtronic product and the resistance was encountered in the distal section during removal. A continuous saline flush was administered and maintained as indicated in the IFU. One pass was made with the solitaire prior to the separation. There was no resistance encountered during device delivery or removal and the solitaire device was not torqued or repositioned during delivery or retrieval. The patient did not have vessel stenosis proximal to the thrombus site. The microcatheter tip covered the solitaire device proximal marker during the attempted retrieval. The characteristics of the clot were unknown.

Event description:
Medtronic received a report that a second pass with the solitaire fr stent retriever was required, so the stent was withdrawn from the microcatheter for preparation. Stent damage was observed and it was reported that resistance was encountered. It was confirmed that one end of the non-active zone of the solitaire was disconnected. The product was replaced with a non-medtronic product to complete the procedure. No patient symptoms or complications were associated with this event. The patient was undergoing an emergency thrombectomy surgery for treatment of a ischemic cerebral infarction in the m1 location. It was noted the patient's vessel tortuosity was moderate. Intravenous tissue plasminogen activator (IV tpa) was administered. The procedure involved one pass with the device.  The reported device and any accessory devices were prepared as indicated in the instructions for use (IFU).

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3 product analysis: as found condition: the solitaire fr4-4-40-10 stent device was returned for analysis inside a clear sealed biohazard plastic pouch and a shipping box. The reported non-medtronic catheter was not returned. Additionally, the model and size were not reported; therefore, any catheter-related issues, including compatibility with the solitaire device, could not be assessed. Damaged location details: the solitaire fr4-4-40-10 stent working length struts were in good condition, while the non-working length struts were damaged, with a broken strut. No irregularities were found outside the proximal marker. The marker coil was observed to be pulled back. The pusher wire was observed to be coiled at the distal end. No other anomalies were found. Testing/analysis: due to its damaged condition, the returned solitaire fr4-4-40-10 stent device could not be used for in-house resistance testing. External testing: the stent¿s broken strut was sent for scanning electron microscopy (sem) failure analysis. The scanning electron microscopy (sem) test results indicate that the broken end failed via overload. Conclusion: based on the reported information and device analysis, the customer¿s ¿separation¿ report could not be confirmed, as the solitaire fr4-4-40-10 stent was observed to be attached to the pusher wire. However, the customer¿s ¿resistance during delivery¿ and ¿resistance during retrieval/re-sheathing¿ reports were confirmed, as the returned solitaire fr4-4-40-10 stent was observed to be damaged with a broken strut, and the pusher wire was found coiled. According to the scanning electron microscopy (sem) test results, the broken end failed due to overload. It is possible that the resistance encountered during device advancement or retrieval through the reported non-medtronic catheter contributed to the damage observed on the returned solitaire fr4-40-10 stent device. However, the cause could not be determined. Possible causes of resistance include patient vessel tortuosity, an incompatible/damaged catheter, failure to maintain the correct flush rate, loosening of the rotating hemostatic valve (rhv) during delivery, hard clots, and a lack of continuous flush with saline/heparinized saline during the procedure. In this event, the customer reported that the vessel tortuosity was moderate, and a continuous saline flush was administered and maintained, which rules out patient vessel tortuosity and a lack of continuous saline/heparinized saline during the procedure as potential causes. Therefore, an incompatible/damaged catheter, failure to maintain the correct flush rate, loosening of the rotating hemostatic valve (rhv) during delivery, and hard clots could have contributed to the reported resistance. However, the cause of the reported event could not be determined. Additionally, the reported non-medtronic catheter was not returned, and the model and size were not reported; therefore, any catheter-related issues could not be assessed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received. There was resistance when the stent was removed after delivery.